Manufacturer narrative:
The endoskeleton® tt curved inserters 4200-1036 (lot number y170102 and y170125) were returned and inspected. The inserter were returned without the pivot pin, threaded tip and spring components. The weld between the pivot pin and inner shaft of the instrument failed. The outer shaft walls are fatigued near the weld joints. Endoskeleton® tt surgical technique states that the inserter should be detached once the trailing edge is inside the disc space and the curved pusher should be used for the final position of the implant. In addition, the surgical technique notes that using the implant inserter to pivot the implant may damage the instrument. It was reported that the surgeon released the implant what placed into the disc space and then tamps the implant across the midline and into the anterior portion of the disc space. Thus, the surgical technique is adequately followed. A review of the subject devices design history file was complete. This review revealed no anomalies or non-conformances were generated during the manufacture of these devices that would have led to this complaint condition.

Event description:
During a l5-s1 tlif case, while trying to insert a 11 mm x 30 mm tt implant, the surgeon was using a nylon mallet to impact the implant into the disc space. After having trouble getting the implant into l5-s1 he noticed the implant was slightly loose on the inserter but when he went to tighten it, the implant fell away with the lower shank of the post still attached. Surgeon removed the post and the second tt inserter (4200-1036). The surgeon then re-dilated the disc space with the 10 mm and 11 mm paddles. He also changed the interbody size to 10 mm x 30 mm tt implant and inserted it into the disc space with relative ease but when he went to release the inserter, he realized the post had broken on the second inserter in the exact same way leaving the lower shank in the tt implant that was placed well into the l5-s1 disc space. The surgeon then used a bayonet to retrieve the small pieces of metal that were inside the joint of the insert. The surgeon then used a small pituitary to carefully rotate the lower shank of the post of the implant as to not tear the dura or nerve root that were in close proximity to the sharply broken post. He was able to retrieve all broken pieces and used the tamp for the final positioning.